Event description:
It was reported that during a hand assist sighmoid colectomy procedure, the lap disc broke event rhough there was no contact with any sharp instrument. No pt consequences. Case completed with another device of the same product code.